Event description:
Customer was receiving elevated results. The customer received a result of 452mg/dl at 4:30pm, pt wasn't feeling well. At 5pm pt took their normal dose of medication. At 9:30pm pt tested again and received a result of 495mg/dl but pt was having low blood symptoms. Paramedics were called and between 10 and 11pm the paramedics tested and received a result of 62mg/dl. The customer was given a glucose IV and taken to the e.r. A request was made for the return of the suspect device and replacement product was sent.